Event description:
Procedure type: unk. According to the reporter: the client reports that during the operation the device was defective because it burst. The balloon is not tested before utilization; no ill-effect to pt reported. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4)